Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and replaced y axis main trackor cable due to intermittent sample level sense. Ran 50 controls without level sense 2061 error. The most probable cause of the reported event was a failure of cable main arm sample head y axis.

Event description:
On (B)(6) 2016 the customer reported error 2061 again tip detach errors with their aia-2000 analyzer. The customer is unable to run bhcg fsh prog lhii e2 and prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg fsh prog lhii e2 and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.